Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported by the affiliate that during treatment of an occlusion in the superficial femoral artery (sfa), the tip of an outback re-entry catheter broke at the top of the bifurcation. The whole system (catheter, sheath, and broken catheter tip) could be retrieved successfully and no patient injury was reported. A non-cordis crossover guiding sheath was placed above the bifurcation. The outback was advanced through the sheath to the top of the bifurcation when the catheter tip broke; the closure could be removed without resistance/difficulty or abnormal force. The catheter coiled prior to insertion and the cannula tip fully retracted before insertion. There was no difficulty advancing the device over the guidewire or advancing the device to the lesion. Proper orientation was not confirmed under fluoroscopy prior to actuation of the cannula. The tip was not stuck in the lesion while torquing. The product was stored according to labeling instructions and prepared as specified by the instructions for use (IFU). No apparent damage of the device was noticed prior to use. It was stated that the physician believed the device caused the event. The product will be returned for analysis.

Manufacturer narrative:
Based on the fal findings, the code ¿fractured-in patient¿ will be changed to ¿kinked/bent ¿in patient,¿ making the event non-reportable. Complaint conclusion: during treatment of an occlusion in the superficial femoral artery (sfa), it was reported that ¿the tip of an outback re-entry catheter broke at the top of the bifurcation¿. However, upon receipt of the product for evaluation, the tip was intact and a kink was found in the distal end of the cannula. There was no fracture or separation of any of the device components. It was reported that the whole system (catheter, sheath) could be retrieved successfully and no patient injury was reported. A non-cordis crossover guiding sheath was placed above the bifurcation. The outback was advanced through the sheath to the top of the bifurcation when the product issue occurred. The cannula tip was fully retracted before insertion. There was no difficulty advancing the device over the guidewire or advancing the device to the lesion. The product was stored according to labeling instructions and prepared as specified by the instructions for use (IFU). No apparent damage of the device was noticed prior to use. Additional information was received and indicated that the physician experienced resistance upon withdrawal of the outback cto catheter from the patient. The product was returned for analysis. One non-sterile outback 120.5 cm was received coiled inside a plastic bag. A kink was observed at 2.5cm from distal tip end. The cannula was received retracted. The catheter measure 120.5 cm of length usable according to specification and the measure was found inside specification. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and the gw was inserted in the cannula guide wire port not came out the hub as expected during functional test due to a kink in the distal tip causing obstruction. The catheter shaft/nosecone spins smoothly as the rhv was rotated. The applicable cannula deployment test could be not performed since a kink was noted at 2.5cm from distal tip end, causing inability to deploy the cannula. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿catheter tip/distal tip (outback only) fractured-in patient¿ reported by the customer was not confirmed since the tip distal tip was not found separated from the catheter. The exact cause of the kink found in the distal portion of the cannula during analysis could not be determined. Controls are in place to prevent defects such as kinks in the shaft and nosecone and the reporter indicated that there were no damages noted prior to use. Based on the information available for review, attempts to go over the iliac bifurcation may have contributed to the kink found in the cannula during analysis and resulting in the resistance experienced while withdrawing the device from the patient. Neither the product analysis nor the manufacturing records reviews suggest that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.